Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The keypad and labels were intact. There was no conclusive evidence in the event history log to support the customer reported product problem (no disposable clamp tubing).the alarm was not replicated during testing. The pump was ran in user mode. The unit was tested by operating the attach/detach cycle several times. The functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the pump. The ds sensor was replaced as a preventative measure and standard periodic maintenance was performed.

Manufacturer narrative:
Other, other text: the event sate was provided via email.

Event description:
Information was received indicating that a smiths medical pump alarms "no disposable clamp tubing". There was no reported adverse events.